Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the piezo transducer was out of calibration. The cause for the piezo transducer being out of calibration was improper calibration of the piezo alarm transducer output during the manufacturing of the central processing unit printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.